Event description:
It was reported that there was damage to the product and orange label.

Manufacturer narrative:
MDR (b)(4) / Initial 1 of 2.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.